Manufacturer narrative:
A & e medical, manufacturers of the component, have declined to file an MDR. Cardinal health is filing as the convenience kit packager. Per a&e: without an examination of the involved device, it is impossible to determine whether or not the device is a contributory factor in the incident. Review of documentation for the indicated lot finds all material, process and inspection records to be acceptable with no evidence of potential product performance issues. Cardinal health has performed a design review of this pack and no potential design concerns appear to be related to this component issue.